Manufacturer narrative:
On (B)(6) 2015 a medtronic representative reviewing this concern stated that there can be situations where the user may inadvertently release the 3d button and the exposure will terminate, however, the rotor will complete the rotation. There is a message that comes up to alert the user of the situation. On (B)(6) 2015 a medtronic representative reported that during the procedure, the imaging system made all the appropriate noises to indicate it took a successful 3d spin. After the spin was completed the software did not perform any reconstructions and did not generate a new 3d volume on the screen. The medtronic representative checked the dose report and saw the system thought it took two partial scans instead of a complete scan (it sounded and acted as if it took a complete scan). They re-attempted the scan and the next one was successful. On (B)(6) 2015 a medtronic representative, following-up at the site, reported the imaging system did not generate a 3d volume during the suspect scan. The scanning process was repeated and eventually got a successful acquisition. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, when the imaging system was taking a spin and making a 360 degree rotation, the sound that indicates the imaging system is taking a spin could be heard. Afterward, when the progress bar ended, the imaging system went back to the 3d spin that was taken previously. When looking at a dose report for the patient, it appeared like the imaging system took 2 incomplete scans due to low dosage present. Another spin was taken after that, which worked and looked perfect. No further problems were experienced. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the imaging system and the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that he was onsite at the hospital to test the equipment and host a surgeon training. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The software investigation found that the reported event was unrelated to a software issue. According to the incident report, the aware date was september 22nd 2015. The logs for this date were examined to investigate the matter. According to logs, the user attempted a 3d scan on five occasions. At 12:51:28 am, the user initiated a 3d scan, and it completed successfully as evident by the following message: ¿3d state saving volume of 192 slices.¿ at 1:36:57 pm, the user successfully completed a 3d scan and transferred the results to a navigation system as evident by the following log message: ¿3d state transferring volume of 192 slices.¿ at 2:51:05 pm, the user successfully transferred another 3d scan. At 6:26:49 pm, the user successfully saved a 3d scan to the database. The user had initiated a 3d scan at 6:25:06 pm. At 6:25:43 pm, the logs showed the following warning: ¿angle range is less than 200 degrees.¿ according to the source code, this warning is logged for incomplete 3d scans and the dose for the incomplete, 3d scan is stored. This fact is supported by the case description. The logs showed that the user released the switch. There were no other errors or warnings around this time period. At 6:25:43 pm, the logs showed that an inadequate number of frames were grabbed as evident by the following message: ¿3d scan - 730 projections recorded.¿ there should have been 745. The data suggested that the user simply released the switch before the 3d scan had a chance to complete. The logs and investigation concur with the reported facts. The o-arm application is functioning as designed. As a safety mechanism, the user is required to hold the switch down while performing a 3d scan. Releasing the switch stops the scan. In this case, it resulted in a partial scan.